Manufacturer narrative:
H6: update investigation codes. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Device return evaluation: the reported difficulty inserting the device through the sheath, could not be confirmed during engineering evaluation because of differences between conditions seen in vivo and those seen in the laboratory. The root cause of the difficulty inserting the device through the sheath could not be determined with the available information. The reported difficulty withdrawing the device through the sheath, was also unable to be confirmed during engineering evaluation because of differences between conditions seen in vivo and those seen in the laboratory. However, the engineering evaluation was able to confirm the reported device becoming stuck in the sheath, since the device remained lodged within the introducer sheath. The difficulty withdrawing the device through the sheath could not be determined with the available information.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent a procedure to treat an unknown etiology where an 8 mm x 59 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended to be used in an unknown anatomical location. It was reported the physician accessed the patient using a 7f cook flexor introducer sheath (45 cm) over an unknown size / brand guide wire. Reportedly, during advancement of the delivery catheter, a lot of resistance was encountered in the sheath. The decision was made to withdraw the delivery catheter. During withdrawal additional resistance was felt. The delivery catheter would not come out of the sheath. The sheath was removed with the delivery catheter stuck inside. Reportedly, the attempt to maintain groin access during removal of the sheath / delivery catheter, made the incision site bigger. The patient was moved from the interventional radiology suite to the operating room for closure. It was reported the patient is doing fine.